Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the power manager to charge and discharge lab use only (luo) batteries properly and communicate as intended with lab use only pumps and central control monitor (ccm). Per additional data log analysis, the complaint indicates the issue occurred on (B)(6) 2019 but the log shows the issue likely occurred on (B)(6) 2019. On (B)(6) 2019, many of the pumps and modules were reporting a problem with vmot (24vdc) being under range. This was causing the module/pump to reboot which would cause a '?' On the icon as reported. The power manager was reporting network interface card (nic) brick #1 and #3 faults indicating both nics were impacted. The log indicates multiple pumps/modules were impacted. Indications suggest something was shorting the 24vdc supply.

Manufacturer narrative:
Updated blocks: d10, h3 and h6. As per the field service representative (fsr), he replaced the power manager board. He did have to replace the batteries to reset the battery life timer but there was nothing wrong with the batteries. After replacing the power manager, the system can get stuck thinking the total nominal available capacity (tnac) of the batteries is low. He replaced the batteries to clear off the problem. Per data log analysis, the log indicates the power manager was replaced on (B)(6) 2019. When the power manager was replaced, the new power manager indicated it was reestablishing last measured discharge (lmd). Capacity was 0/16 which would cause the red battery indication as reported. The service screen is entered on (B)(6) 2019 at 2:07:38 pm which stops the system log entries. When the service screen is exited on (B)(6) 2019 at 7:14:57 am the power manager reports lmd as low. Most likely the batteries were full which caused lmd to be reestablished close to 0 ampere hours (ah) (normally 18.0 ah) which would also cause the battery icon to be red. The only way to correct this is to replace the batteries and hit new battery (resets lmd to 18.0 ah). This will cause the power manager to reestablish lmd.

Manufacturer narrative:
The reported complaint was confirmed. Per additional log analysis, the complaint indicates the issue occurred on (B)(6) 2017, but the logs indicate it likely occurred on (B)(6) 2019. On (B)(6) 2019 the system is powered down with the batteries fully charged. The next power up is on (B)(6) 2019 (17 days later). The power manager automatically dropped battery capacity from 15/16 (full) to 11/16 based on 17 days of storage time and a capacity loss of 0.228ah/day. This could have triggered a red battery indication if capacity was < 14 amp hours (ah). The system is power cycled shortly after power up and causes the charger to go to float. The power manager still detected the batteries were being charged with the charger in float for two more hours before the system is powered off with battery capacity at 12/16. This behavior is a little unusual and may indicate an issue with the batteries and/or the power manager. The next power up is on (B)(6) 2019, the power manager was reporting network interface card (nic) brick state changes to "connected with fault" on both nics. This indicates possible module/pump reboots were occurring which they were due to a problem with vmot (24v). After a couple of power cycles this issue goes away. Since both nics were impacted this could indicate an issue with the power manager, or an intermittent short on 24v occurred. The battery capacity was adjusted down from 12/16 to 11/16 based on five more days of storage. This is likely the reported issue of a red battery indication. The batteries are again charged in float and only make it to 12/16 capacity before the system is powered off. Both the power manager and batteries were replaced on (B)(6) 2019 and likely resolved both of these issues. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the red battery condition was due to a user error, they did not understand how to charge the batteries. There was nothing wrong with the system.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit had a red battery condition while charging on alternating current (ac) power. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.